Manufacturer narrative:
(B)(6). Submitted: 04/23/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on examination, there was no visible damage to the keypad. On investigation, the contrast button was unresponsive. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination present under the contacts of all the keypad buttons.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: there was contamination under the contacts of all the buttons.